Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the patient side manipulator (psm) 1 was difficult to use and that the insertion was difficult. The technical support engineer (tse) explained that the customer could use psm 3 in lieu of psm 1 but the customer continued using all arms for the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the procedure was a sacrocolpopexy procedure, and it was the first procedure of the day. The system functionality was checked upon powering on, and the system had no issues until they tried to insert the arm. The surgeon opted to abandon/push the arm away from the surgical field and dock another arm to complete the procedure robotically with three arms. The surgeon had to make arm adjustments and dock from the other side. The procedure was completed with no injury to the patient. Patient demographic information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted link 6 on patient side manipulator (psm) 1 showed signs of wear on the back side and appeared bent. The fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm unit was returned for failure analysis, and the reported failure of physical damage was able to be confirmed during visual inspection. The link 6 will be replaced as a fix. The complaint regarding instrument arm manipulation issue was confirmed based on the field evaluation and failure analysis. The probable root cause of the reported issue is attributed to the component failure. A review of the site¿s system logs showed a hysterectomy ¿ benign procedure was performed on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: a patient side manipulator (psm) 1 was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Complaint investigation confirmed that the field service engineer (fse) replaced the psm1 to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. .